Event description:
N/a.

Manufacturer narrative:
The additional initial reporter's name is (B)(6). User contacted the emergency support programme regarding an abnormal arterial waveform after balloon catheter placement. The texted image showed a jagged augmented slope with a plateaued peak on the fiber optic waveform. Placement was confirmed on fluoroscopy and additional troubleshooting including checking for blood return and flushing the lumen slightly improved the transduced waveform. A chest x ray was recommended for further confirmation and later the user verified that imaging confirmed correct balloon tip position. The team continued using the transduced waveform with no further concerns. No patient harm was reported. Since the product was not returned, we are unable to do the complete investigation. However, based on the available information for the reported waveform related issue the probable root cause identified to be any of the following transducer not zeroed or vented properly over damped or flat arterial pressure waveform due to bubbles or excessive tubing compliance loose or incorrect pressure cable connections patient condition low pulse pressure arrhythmia jagged upstroke or flattened peak.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request and report issue during use sensation plus 50cc intra aortic balloon (iab) had arterial waveform issue. There was no harm or injury reported.